Event description:
Plastic end cap was hit with a neighboring light arm. The collision caused the part to release and then fall. The end cap fell from the column arm positioned above the patient, during a surgical procedure and landed into an opened hip incision. No information about the patient or possible injuries were released by the user facility.